Manufacturer narrative:
Investigation: visual inspection: no abnormalities or damages of the complete shunt system were determined. Permeabilty test: all components are permeable. The reservoir is pumpable and fullfilles with fluid. The membran flaps back in the original position without any problems. Adjustability + brake function test: the progav 2.0 is adjustable to all pressure settings and the brake is also full in function. Result: based on the investigation results, no functional deviations or other abnormalities were detected. All components of the shunt system are operating within all specification. At the time of investigation, we were unable to determine how this incident occurred. However, please note that a repeated pumping of the reservoir prior to use is not necessary. The venting procedure can be performed in accordance with the instructions for use (section "valve test - preoperative valve test").

Event description:
It was reported that the reservoir did not flap back as expected during a preoperative flushing test. Therefore another shunt system was used and the implantation was completed. The affected product (#fx434-t) was returned to the manufacturer for examination.

Event description:
It was reported that in the case of progav 2.0 shunt system (#fx434-t) reservoir did not rebound / caused a blockage during surgery. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.